Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Spoke with health care professional who reports an event in which a blood leak occurred from the (post) pump segment of this 4th use arterial blood line. The leak occurred within the last half hour of the treatment. The health care professional reports that a small amount of blood was noted leaking down the front of the machine. The reported blood loss was approximately 300cc from discarding of the extracorporeal system. The pt was reported as stable and did not require any medical intervention. Weekly hbg post incident was reported as 11.2. (Health care professional states this is slightly higher than normal for the pt). The line has been discarded. A response letter has been sent to the facility. A medwatch form has been filed based on blood loss only.